Manufacturer narrative:
This report is being submitted to report (B)(4). Concomitant medical products: nanotite tm tapered certain® implant 3.25 x 13mm, item #: nint3213, lot #: 875397. The following information is unknown at the time of this report: product code unknown. Device manufacturer date: unknown. The reported device has been received for evaluation. Once investigation has been completed, a follow up medwatch report will be submitted.

Event description:
It was reported that the abutment screw fractured in the implant at tooth location #21.

Manufacturer narrative:
This report is being submitted to relay additional information. The following sections are being reported: b5: it was reported that the abutment screw fractured inside the implant at tooth location #21. While trying to remove the fractured screw with an instrument, the implant came out with the screw. G4: 19 june 2019. G7: follow up. H1: malfunction. H2: additional information. H6: method, results, conclusion codes. H10: manufacturer narrative. The reported device and concomitant device were received for evaluation. Visual inspection of the as returned product identified that the implant threads and collar are damaged from use and removal. The internal drive feature could not be inspected, as the removal tool could not be removed to inspect the fractured screw. The reported condition of an abutment screw that fractured inside the implant could not be verified and could not be confirmed. A device history record (DHR) review and complaint history review could not be performed for the reported screw as the device lot number is unknown. A DHR review was completed for the reported concomitant lot. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. A complaint history review was performed for the reported concomitant lot for similar event and no other complaint was identified. A definitive root cause for the reported event could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the abutment screw fractured inside the implant at tooth location #21. While trying to remove the fractured screw with an instrument, the implant came out with the screw. There was no report of patient injury.